Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2025, a peripherally inserted central catheter (PICC) set was inserted into the patient¿s right upper limb; the catheter was inserted to a length of 40 cm, with 6 cm of the catheter left exposed. Following insertion, the catheter was securely in place, the dressing was dry with no exudate, and there were no abnormalities such as redness, swelling or pain at the puncture site. The patient demonstrated good compliance with daily maintenance, including regular professional care such as flushing and membrane replacement. Prior to this incident, the catheter was functioning normally, and intravenous therapy could be administered without difficulty. On (B)(6) 2026, nursing staff performed routine dressing changes on the patient¿s PICC catheter in accordance with medical instructions. During the procedure, when disconnecting the septum connector at the distal end of the catheter, blood suddenly gushed rapidly from the catheter lumen in a jet-like manner. The catheter was immediately flushed and the septum reconnected, whereupon the blood flow ceased. At the time of the incident, examination revealed that the patient¿s vital signs were stable, and there were no abnormal manifestations such as swelling, pain or elevated skin temperature in the limb where the catheter was inserted; no serious physical injury or functional impairment was caused. Following the incident, medical staff immediately conducted a detailed examination of the catheter and the puncture site. To rule out the possibility of venous thrombosis, an emergency ultrasound scan of the upper limb vessels was arranged for the patient; the results showed no obvious thrombus. Given the unexplained blood flow from the catheter and the associated potential risks, it was decided, following consultation with the patient, to remove the PICC line immediately. The removal proceeded smoothly; the catheter was intact upon removal, with the tip appearing intact and a longitudinal tear of approximately 0.2 cm at the distal end. The puncture site was disinfected and dressed, and the dressing was monitored. After applying pressure with sterile gauze to stop the bleeding, the puncture site was properly covered with a sterile dressing.